Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  patient saw healthcare provider (hcp) on april 22nd and hcp noticed the area may be infected. Patient will have surgery april 28th. Per caller, hcp intends to clean the battery site and put antibiotic in the area. Hcp will also culture it to see if there is an infection.